Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported by implant patient registry, approximately 2 months post implant of a 26mm sapien 3 ultra valve in the aortic position via transfemoral approach, the valve was explanted for an unknown reason.

Event description:
Event happened approximately 10 months post implant.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, therefore no visual inspection, functional testing and dimensional testing was performed. No imagery returned, therefore no imaging evaluation. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. Since there is no evidence of actual or potential product non conformance contributed to the complaint, a lot history review was not performed. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required the following instructions for use (IFU) were reviewed: commander delivery system with s3u/s3, IFU, us. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve deployment and position valve requires intervention unknown mechanism of failure was unable to be confirmed due to unavailability of relevant imagery/medical record/returned device. A review of the DHR did not provide any indication that a manufacturing non conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. Per the instructions for use (IFU), device explants is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. As reported, approximately 10 months post implant of a 26mm sapien 3 ultra valve in the aortic position via transfemoral approach, the valve was explanted for an unknown reason. Due to limited information, a definitive root cause was unable to be determined at this time. As the complaint for post implantation unknown mechanism of failure was unable to be confirmed, a complaint history review is not required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.